Manufacturer narrative:
Patient date of birth recorded. Patient weight recorded. Updated to reflect additional information. Updated with relevant tests/laboratory data. Updated with relevant patient history. Patient code updated to reflect code: 2330 and 268. Device code updated to reflect code: 1310.

Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited an unspecified failure. The patient sought damages in regards to this matter. It was further reported that the etiology of the patient's erectile dysfunction was diabetes. The patient was implanted with an ipp consisting of 18 cm cylinders and 3 cm rear tip extenders (rte) on (B)(6) 2016. The patient was seen one week after the implantation of the ipp and complained of discomfort with standing. The patient also reported that he had some burning with urination and a slow stream. The office visit report indicated that these symptoms were normal. During this visit, the physician had a discussion with the patient about the steps which he needed to take to prevent the development of kidney stones. More specifically, the patient was advised to drink about six,12 ounce glasses of fluid each day. The physician also educated the patient on how the ipp inflates and deflates. The patient was also provided with instructions for the device. The patient attended a post-operative visit a week after the visit described above. During this visit the patient stated that he was healing well. The patient indicated that he still experienced some burning, but that the sensation was improving with each passing day. Approximately two years after this visit, the patient was once again seen by the physician's office. During this most recent visit, the patient complained that he observed some buckling, and felt that the device did not seem to hold the fluid contained within it. The patient also stated that his erections were very soft, and that he had to pump the device too many times. A bladder scan was performed and the scanned volume was 60 cc. The physician discussed a revision surgery with the patient, and provided him with patient education sheets.

Event description:
It was reported by a patients attorney that the inflatable penile prosthesis exhibited an unspecified malfunction.